Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a prime/fill anomaly on the insulin pump. Customer stated that the pump reset itself completely. Customer stated that it counted to 7 and then turned itself off. Customer stated that it turned back on and went back to fill tubing. Customer stated that she was unable to exit the preparing to prime loop. Customer stated that she received a 2nd series of beeps during troubleshooting. Customer took the battery out and put it back in. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor however, the motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.